Event description:
The event is reported as: complaint alleges: the pt turned around, stepped out of bed. She forgot that she had a catheter and the catheter was pulled out. The catheter was broken, the balloon I still in the bladder. The doctors couldn't get it out because there was too much puss in the bladder: (endometrium carcinoma). Additional info was requested regarding pt's condition but not received at time of this report, however the complaint reported no pt injury.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.